Event description:
It was reported that the device and right ventricular (rv) lead were explanted due to pain and replaced with a subcutaneous implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).